Event description:
The account indicated that their avanti sheaths are clotting on the side arm. There is no product to be returned.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.